Event description:
It was reported that the patient's right atrial (ra) lead had a warning showing low impedance and p-wave undersensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported, the ra lead had high short circuit pacing, increased thresholds and a possible insulation breach.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-52 lead implnated 1999-(B)(6). (B)(4)

Manufacturer narrative:
(B)(4)